Event description:
It was reported that bd undisclosed pivc leaks at the septum. The following information was provided by the initial reporter, translated from french to english: there must be a defect in the g18 cathlon caps, as they are no longer watertight. A leak in the cap of an 18g catheter. In practice, the cap is pierced like an arterial catheter pressure head cap. The result is blood leakage.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed as the manufacturing site is unknown.

Manufacturer narrative:
Photograph and video of lot # unknown material # 391457 submitted for evaluation. The reported issue was ¿leakage¿. The device history record of previous two released lots of venflon 18g review were completed for provided material # 391457. Customer provided photographs review: customer shared 01 photograph and 01 video related to the complaint. Our quality engineer reviewed the shared photograph and video, both evidence confirm the said defect ¿leakage¿ but reported catalogue is venflon 18g and in the photograph and video product used venflon pro 18g. Retention sample review: retention samples not available due to unknown lot# investigation activities were performed, & photograph was reviewed and it is difficult to conclude the defect by analyzing photograph and a video, sample is required for root cause conclusion. However, probably if in process short molding issues is observed in white luer cap part then it may lead to similar kind of leakage, but for this lot production log sheets were reviewed and no defect was observed in in process quality check, also the retention samples are not having any defect.

Event description:
There must be a defect in the g18 cathlon caps, as they are no longer watertight. Attached is a video showing a leak in the cap of an 18g catheter. In practice, the cap is pierced like an arterial catheter pressure head cap. The result is blood leakage. Unfortunately, I don't have the packaging for the cathlons concerned...